Event description:
The customer reported that during testing per their protocol the unit failed to alarm when occlusion was created. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4).